Event description:
After the mapping catheter was inserted into the patient, there was a "high magnetic" error reported. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).